Manufacturer narrative:
(B)(4). Device history report summary: batch number (B)(4) was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all manufacturing steps and all physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling notes: undesirable effects: medical practitioners must inform the pt that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and pain on pressure or both, occurring after the injection. These reactions my last for a week. Haematomas, induration or nodules at the injection site. Staining or discolouration of the injection site. Pts must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Allergan rep received a report from a physician who noted after injection with one syringe of juvederm ultra xc in the lips the pt experienced "induration, pain, edema, rash and bleeding." Treatment included a cold compress along with corticoid and voltaran but some symptoms are still present.